Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3023, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported their "leads were floating around" and it was unclear how long this had been going on. They stated that they had a back ache and hip ache since 2013. Since 2016 they have had 20 injections for the pain and 3 e.coli infections. They saw their healthcare provider and they are recommending that the implantable neurostimulator (ins) be removed. They wanted to have the ins analyzed for malfunction. The patient further mentioned that their revision procedure on (B)(6) 2013 was a disaster and they were hospitalized post implant. The post implant therapy was not working right and the patient had an allergic reaction to morphine. The patient is working with their healthcare provider (hcp) and will follow up with them. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.